Manufacturer narrative:
The down arrow button on the insulin pump was unresponsive due to corroded keypad traces. No button error alarms note during testing. Displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests were not performed due to no button response. The motor was tested outside of the device and it passed. The device had pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and reservoir tube cracked.

Event description:
The down arrow button on the insulin pump was unresponsive due to corroded keypad traces. No button error alarms note during testing. Displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests were not performed due to no button response. The motor was tested outside of the device and it passed. The device had pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and reservoir tube cracked.